Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (time/date issue) issue. The reporter stated that the time/date was wrong on the pump. Reportedly, the pump read (B)(6) 2014 and time was 3:19a.m. Instead of 3:19pm on (B)(6) 2014. The reporter stated that the time had been holding on the pump when the battery was replaced and that they were certain the time was correct with the last battery change. Reportedly, the patient expressed concern as to why the time/date were off. This complaint is being reported because, the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/25/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 04/10/2014 with the following findings:a review of the pump history showed no evidence of any time gain or loss. The pump was exercised for 120 hours on a 1 unit per hour basal program. There was no time difference after performing a time accuracy test. The pump was powered down for 1 hour then powered back up. The time and date had reset to the factory default. The complaint of the pump not keeping time accurately was not able to be investigated due to an internal clock battery failure. The pump was opened and the internal clock battery was found to be corroded.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.